Event description:
It was reported "when the user connected the injection needle to the syringe and flushed before use, the needle got broken. Therefore, another needle from a new kit was used instead". No patient involvement therefore no harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on additional information received from the customer, it was determined that the event was not reportable; therefore, the initial MDR submitted on 15-feb-2024 should be retracted.